Event description:
A physician suspected that a patient's generator was depleting quicker than expected. The patient underwent generator replacement surgery. The generator was received by the manufacturer for analysis, but analysis has not been approved for the generator to date. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. The manufacturer's database of programming data was reviewed for the patient's device, but premature battery depletion could not be confirmed with the available data. No additional relevant information has been received to date.

Event description:
Additional programming data was reviewed for the patient's generator. The data was available from 1 month after implant through the next two years. The 25% remaining indicator was first observed 1.5 years after implant, although only 27% of the battery had been consumed. Similar battery depletion was observed at the clinic visit 2 months later. The intensified follow-up indicator status was observed at the clinic visit 2 years after implant, but less than 40% of the battery had been consumed on that date. Approximately 10% of the battery remained based on the battery voltage. These discrepancies indicated that the battery was depleting faster than expected. There was no evidence that the generator had come into contact with an electrocautery tool. Impedance was within the normal limits throughout the available history. Impedance was within the normal limits, and the programmed settings did not largely contribute to the observed battery depletion. Analysis was approved for the returned generator. When received, the data was downloaded from the generator and reviewed. Only 42% of the battery had been consumed; however, the generator had reached end of service and was no longer supplying stimulation. The generator was interrogated, and system diagnostics results were within the normal limits. The generator was opened and contaminants were observed on the internal circuitry. The circuit board underwent electrical testing and failed several tests. Based on the electrical testing results, the contaminants on the edge of the circuit board led to the supply current drain, which in turn led to premature depletion of the battery. No additional relevant information has been received to date.